Event description:
It was reported that one day post implant, lead values were greatly reduced in quality, due to dislodgement. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.